Event description:
After an estimated implantation period of approx. 72 months, it was reported that eri status was observed via home monitoring. The patient was scheduled for an upgrade. Furthermore was reported that during the replacement of the device, it was not possible to interrogate the device.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.